Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call and needing assistance on auto ode feature. Customer¿s blood glucose was 114 mg/dl at the time of call. Customer reported that the auto mode shield was not displayed on the home screen . Customer also reported low blood glucose of 50 mg/dl and treated. No low blood glucose troubleshooting was performed. Insulin pump is not expected to return for analysis. Frn-reservoir. Ozp- mmt-7020-sensor.